Event description:
It was reported that a pt underwent a ventral hernia repair procedure on an unk date that was repaired with a 15 x 20 cm sized mesh. On post-operative day four, the pt returned to the emergency department with abdominal pain and was found to have small bowel obstruction on CT scan with a recurrent ventral hernia defect. The pt was taken to the operating room that day and intraoperatively a circumferential mesh defect was found, not related to the mesh-fascial sutures. This was deemed a mesh failure/defect. The pt tolerated the procedure well, and the mesh was repaired with non-absorbable suture.

Manufacturer narrative:
Date sent to the FDA: 10/29/2009. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.